Event description:
It was reported to philips that the device's screen is working intermittently. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer has ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further evaluation is required at this time.